Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues with staple formation? If so, please describe the shape and anatomic location along the staple line. Was the leak directly addressed in addition to performing the colostomy? If so, how? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during a partial descending colon resection, the doctor performed the anastomosis, performed the leak test and the anastomosis leaked. The doctor performed a colostomy and placed a colostomy bag.